Manufacturer narrative:
Investigation found that the formed needle was visible in the exposed portion of the soft cannula. The formed needle was not seated properly within the slide retract which indicates that the hard cannula was improperly installed. Damage was found to both the slide retract and formed needle at the location where the formed needle sits in the slide retract due to the hard cannula being installed improperly. The exposed formed needle not being seated properly caused the reported failure to retract. An enhancement was implemented to the vision system to catch the presence and orientation of the cannula in the slide retract.

Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation. The pod was worn longer than 48 hours.